Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue, even after running the unit in the office. The fse replaced the scroll compressor and the temperature sensor probe, as a precautionary measure as to prevent further potential issues. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue, even after running the unit in the office. The fse noted that the overheating occurred in 6827 hours. Of note, the fse documented that on (B)(6) 2020, the compressor was replaced at 5000 pm with an operating time of 6407 hours. The fse intends to replace the compressor and temperature sensor. Repairs are ongoing and a supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) hospital.

Event description:
It was reported that during patient treatment, the cardiosave intra-aortic balloon pump (iabp) unit overheated. It was also reported that the unit involved was switched for another iabp unit as to continue patient treatment. No patient harm, serious injury or adverse event was reported.